Manufacturer narrative:
The device was observed under magnification. The fractured corewire had a sharp bend proximal to the break. The fracture occurred 6mm distal to the midjoint, where the cross-section is round. The corewire diameters met specification. Work hardening was evident at the break point, due to bending overload. The incident report states that the fracture occurred during withdrawal. The guidewire fragment was removed using a snare. The potential for kinks and other types of guidewire deformations are well-known for all types of coronary guidewires. The galeo pro coronary guidewire instructions for use clearly advises the user to be aware of this possibility, including the following warning statements: "never push, torque, advance, withdraw or auger the guidewire against resistance without first determining the cause of the resistance under fluoroscopy before taking remedial action. Excessive force against resistance may cause damage and/or fracture which may result in separation of the distal tip" and "always pay attention to the free movement of a guidewire in a coronary artery. Do not move a guidewire without observing the resultant tip response". The user is warned to remove the guidewire and the guide catheter as a single unit if strong resistance is encountered or if the guidewire becomes entrapped within the vasculature. Ong the etire length of the guidewire. Although it is unclear from the images whether the galeo pro tip became entrapped in the apparently spasmed portion of the vessel, this could have contributed to the detachment of the guidewire tip. Production records for the manufacturing lot were examined and no failures or anomalies were present. Given the analysis of the wire performed by concert medical confirmed work hardening at the break point, description of the event by the user and the content of the device labeling it is most likely that the guidewire met its design specifications and the cause of this event was operator error (failure to observe warnings provided in the device labeling and to take appropriate actions as recommended in the instructions for use).

Event description:
Guidewire fractured during withdrawal. Fragment was retrieved using a snare.